Event description:
A stent was put in place in 2008, during a right partial nephrectomy. The following year, the pt came in to have the stent removed. During a routine fluoroscopy, it was discovered that the stent had broken. The surgeon removed all the parts, and the stent was discarded. There was no pt injury.

Manufacturer narrative:
The device is being discarded and is not being returned for eval. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.